Event description:
Reportable based on device analysis completed on 19jan2022. It was reported that the coil became stuck inside the catheter. The target lesion was located in the moderately tortuous subclavian vessel. A 12mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil became stuck in the middle part of the catheter. The coil was removed together with the catheter and the procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the main coil was returned inside of an unknown device. The introducer sheath and delivery wire were not returned. The returned coil was stuck; it was necessary to cut the unknown device in order to release the coil. After releasing the coil, it was observed to be kinked and stretched. Blood was noticed. No more damages were found in the device. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the main coil revealed the components were within specification.